Manufacturer narrative:
The ventilator was returned to a third-party service center and evaluated with the following findings: the customer complaint of a ventilator inoperative alarm was not confirmed. During investigation, the ventilator failed the evaluation according to the service manual. An alarm was activated and displayed the messages "circuit disconnected" and "low minimum ventilation," referring to an obstruction in the machine's flow path. The errors in the device error log were patient setting alarms. Ventilator inoperative alarms were not found. A high inspiratory alarm is a user settable alarm. This alarm does not indicate a device malfunction yet an alert to the user the set alarm value has been reached. This alarm can potentially occur due to the patient coughing, increased secretions, excessive rainout due to temperature of the room, or even a improperly set setting. The high/low minimum vent alarms measure minute ventilation is greater/less than or equal to the alarm setting as set by the patient. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.